Event description:
It was reported that an ilet user paused insulin delivery and forgot to resume, later experiencing an occlusion alert and elevated blood glucose. The user was instructed to disconnect the infusion set, verify flow by pressing and holding until drops were observed, and then resume delivery. Symptoms included hyperglycemia peaking at 232 mg/dl. Outcomes included the need for monitoring and potential supply change. Investigation included troubleshooting and user education to verify insulin flow and confirm proper infusion set function. Investigation of this case revealed user error related to extended pause of insulin delivery, with no device malfunction identified after flow was observed upon disconnection. It was concluded, based on previously established findings for similar reports, that the cause was user error due to insulin delivery being paused for several hours.